Event description:
Tiedown strap securing wheelchair in the transportation. Van failed when the spring in the latch on the strap popped out of position. The wheelchair overturned causing a bump to the right side of the resident's head and a skin tear to the right elbow.